Event description:
A complaint of difficulty charging and lead migration was received. During a revision surgery, the surgeon noticed fluid in the pocket site and decided to replace the patient's precision system. The patient is reportedly doing well.